Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital for a transischemic attack. The patient was then discharged after the event resolved with no residual effects the following day. The patient was readmitted the next day with elevated pump powers of up to 14 watts. A transthorasic echo was preformed with speed increase and the left ventricle (lv) diameter would not reduce. The patient was administered medication. The patient's ldh was 1106 at that time and 5 days later it was 874. The patient was negative for hematuria. Multiple pi events and low speed operation alarms were noted in the system controller log file upon interrogation. It was also reported that there were red heart and pump stop alarms. A decision was made to exchange the patient's pump and the pump was exchanged 4 days later. The patient remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.